Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella was being inserted via the right femoral artery to support the 77-year-old male who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). Other medical history was not shared. The team had difficulty inserting and tracking the pump to the left ventricle. They believed the sensor may have been damaged in the advancement over the aortic arch, and so the decision was made to remove the pump. A new impella cp was inserted successfully. The impella device was exchanged for impella cp without any observed impact on the patient¿s hemodynamic status. The patient survived.

Manufacturer narrative:
Follow up initially noted no further details regarding the event is available. Subsequent response noted the efforts to obtain the device serial number is ongoing. This was an independent case and the hospital staff threw the pump away without saving the box. Thus the device is not available for return.

Manufacturer narrative:
Device information was obtained, updated d1, d2a, d2b, d4, h4. H6: per a review of the complaint file. Omitted code a0405 and added a04.